Manufacturer narrative:
(B)(4)-device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the cap, the threads were observed to be stripped. The battery cap did not fully secure to a test pump and was difficult to remove. The cap contact dimensions were within specifications.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the pump battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.